Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the defibrillator conductor had blood/fluid obstruction, there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overly was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism and sleevehead.

Event description:
It was reported that the patient developed an infection . The lead was removed. Subsequently the lead was analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.